Event description:
I used fixodent approximately 1992 to 2009. While using fixodent, I experience numbness and sharp shooting pain within my body and is still experiencing. I was diagnosed with neuropathy and fibromyalgia, suffering numbness. Pain through body. Dose or amount: denture cream. Frequency: once daily. Route: oral. Event abated after use stopped or dose reduced: no.